Manufacturer narrative:
The sample was not returned for evaluation, however medical records were reviewed. The investigation is confirmed for filter tilt, limb detachment, perforation of the ivc and material deformation. However, the investigation is inconclusive for retrieval difficulties. The root cause could not be determined. The device was labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f, vena cava filter, allegedly experienced tilt, detachment, perforation, material deformation, and was difficult to remove. This information was received from one source. This malfunction involved a (B)(6) year old male patient with no consequences, weight was not provided.